Manufacturer narrative:
Exemption number: e2014018. Vigilance investigator carried out the pictorial documentation visually and microscopically. The points of the ceramic breakage exhibit no unusual structural conditions, no pores inclusions or foreign bodies could be found. In addition, a breakage of the grey ceramic can be found. The blue and the grey fragments are missing. The jaws are no longer even, this is indicator of a torsion effect during handling. The device quality and manufacturing history records have been checked for the available lot number and found to be according to specifications valid at the time of production. No similar incidents have been filed with products from this batch. Based on the information available as well as a result of the investigation the root cause of the failure is most probably related to an insufficient usage.

Event description:
It was reported by the healthcare professional "during a laparoscopic surgery broken pieces of the forceps fell into the patient. The pieces were removed. No x-rays were needed.